Manufacturer narrative:
This report is submitted on 15 april 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was placed under general anaesthetic to undergo an abutment change on (B)(6) 2020. The implanted device remains.